Manufacturer narrative:
The patient¿s date of birth was on an unknown date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient noncompliance to sterilization technique. The patient was hospitalized for peritonitis. Treatment details, action taken with dianeal therapy, and patient outcome were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unreported date, patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for peritonitis. Fourteen days prior to the receipt of this report, the unspecified antibiotics were discontinued. That same day, the dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.